Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation codes, corrected data: the initial report inadvertently did not report this data.

Event description:
The patient passed away at 8:52 am on (B)(6) 2013. The cause of death is unknown and the physician is unaware if an autopsy will be performed or if the device will be returned. Attempts will be made for additional information. No other information has been provided.

Event description:
Online obituaries and funeral home reported the date of passing as (B)(4) 2013. The disposition of this patient¿s vns system is unknown, but it is presumed that it was not explanted and was buried with his remains. The patient passed away at his home and was found about 24 hours post mortem on the couch. The coroner recalls talking with hospital personnel who informed him that the patient had been experiencing seizures on/off for the last year, and that they were ¿getting worse.¿ the final diagnoses listed in the autopsy report include: history of motor vehicle crash during 2005 resulting in right temporal lobe contusion, biparietal craniotomy and chronic seizure disorder; severe hepatic steatosis; no evidence of recent trauma. The forensic pathologist¿s professional opinion attributed the cause of death to ¿¿ seizures, as a result of a motor vehicle crash resulting in right temporal lobe contusion and chronic seizure disorder.¿ consequently, he stated that the manner of death was ¿accidental.¿ the death certificate shows the immediate cause of death as being ¿seizures¿ probably occurring over several minutes, and an underlying cause that led to the patient¿s death of ¿severe head trauma¿ secondary to the 2005 motor vehicle crash about 8 years prior to the patient¿s death.